Event description:
Pt fell and experienced knee pain. Revision surgery revealed that the articulating surface had disassociated from the tibial tray. The locking clip was fixed in the tibia tray and was bent. The articular surface and locking clip were removed and replaced.